Event description:
It was reported that approximately 37 hours after angioplasty and stent placement; the patient experienced an epileptic seizure. The physician administered cercine and arebiachin (dose unknown) in response to the event. The patient's condition post treatment was reported as serious. The physician believed that there is a possibility that the patient's outcome may be related to hyperperfusion caused by the balloon catheter and stent used in the procedure.

Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Seizure is a known risk associated with endovascular procedures and is listed as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that approximately 37 hours after angioplasty and stent placement; the patient experienced an epileptic seizure. The physician administered cercine and arebiachin (dose unknown) in response to the event. The patient's condition post treatment was reported as serious. The physician believed that there is a possibility that the patient's outcome may be related to hyperperfusion caused by the balloon catheter and stent used in the procedure.